Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a trifecta valve (sn unknown) was implanted. On (B)(6) 2017, five years post-implant, a degenerative valve (stenosis) was noted and was treated with a valve-in-valve procedure with a 23 mm corevalve. The patient is reported to be stable. Patient identifier, age, weight and gender are protected under local privacy laws, and therefore are not recorded.